Event description:
The following has been reported: a set was reported to leak from the secondary inlet port during priming. The connector was reported to be "very loose and came off." There was no patient harm and no delay in infusion. There was no hazardous materials in the set. A preliminary review of the logs could not be performed. One sample of ivenix administration set was returned for evaluation. During the visual inspection it was observed that the secondary port was separated from the set as reported by the customer. It was not possible to install the unit into the ivenix machine as the secondary port was loose and separated from port. The customer complaint is confirmed. Probable root cause of reported failure could be related to the supplier manufacturing process. It is possible that the secondary port was not assembled correctly causing the unit to be separated from cassette. The supplier opened a complaint to investigate this issue. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR as a conservative measure. No adverse effects were reported.